Event description:
It was reported that a malfunction code appeared on the pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. Consequently, the customer was advised to continue using the pump and to reach out if the issue occurred again.